Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the bellows do not work. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported issue could not be duplicated. The equipment was checked and found to function within manufacturing specifications. Logs were reviewed and there was no indication of equipment malfunction. Reported complaint could not be duplicated.